Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retrospective data file review conducted on patients no longer on ventricular assist device (vad) support on 22-apr-2024 revealed multiple motor start events with parameters outside of the typical range. The vad is included in the subgroup 2 population for delay or failure to restart. The vad remained in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. No performance allegations were made against the device; therefore, the purpose of this investigation is solely to address the finding identified during analysis of the controller log files. Review of the motor start report revealed two (2) motor start events recorded on (B)(6) 2019 at 13:02:00, (B)(6) 2019 at 09:56:00, in which the motor start parameters were atypical. Additionally, review of the motor start report associated with (B)(6) revealed ten (10) failed motor start attempts logged on (B)(6) 2019 between 12:07:00 and 12:14:00 indicating that the pump failed to restart after multiple attempts. As a result, the finding was confirmed. (B)(6) was in scope of fca cvg-21-q3-21 [subgroup 2], which was initiated for pumps with failure to restart. Based on an investigation conducted under CAPA pr00502194, the most likely root cause of the failure to restart event and atypical motor sta rt parameters may be attributed to outer shroud contact that created more friction at the housing to impeller interface. CAPA pr00502194 is investigating pump failures to restart. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.